Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical product received on: 23sep2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned the reported prior to use device, but not the used device. A physical examination of the device showed no damage or biological matter on the surface. The coaxial needle subassembly was able to be unscrewed by hand with no difficulty. Dimensions such as stylet outer diameter and cannula inner diameter were measured within specification. Additionally, a document based investigation evaluation was performed. The risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) of the complaint lot and related subassembly lot showed no related nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. There is no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. The device is shipped with instruction for use (IFU) which notes: intended use quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied upon removal from package, inspect the product to ensure no damage has occurred. It is possible that the device was screwed too tightly during quality control, but this cannot be definitively confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, returned product and the results of the investigation, it was concluded that a main contributing cause of failure could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information/correction- a3, b5, e4. B5- additional information received 10 sep 2019. Corrected the procedure as a liver biopsy. It was reported that for one set the doctor could not unscrew the mandrel of the coaxial needle. The second set initially could not be unscrewed, but the doctor was able to unscrew the mandrel with a needle holder. The procedure was completed with this device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
(B)(6). PMA/510(k) #: k973565. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was to be used in a percutaneous biopsy procedure in the chest. The operator reported ¿it was impossible to unscrew the mandrel of the co-axial needle.¿ a second device of the same lot also experienced the same failure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.